Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir had air bubbles. Customer stated that they experienced high blood glucose level of 400 mg/dl. Customer stated that they had skin reaction. Customer declined troubleshooting for air bubbles. The reservoir will not be returned for analysis.